Manufacturer narrative:
The device associated with this report was not returned. The root cause is attributed to product wear out due to heavy usage. The lot code so2010626 indicates the instrument was manufactured in march of 2013. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Sterilisation noticed a crack in handle while washing.